Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/03/2025, a patient reported via phone, a dislocation that required metal parts to stabilize the tibia. On (B)(6) 2024, the patient underwent an open right ankle fracture procedure during which an ar-8943c-10 locking straight plate, (qty. 4) of an ar-8835-14 low profile nonlocking screw, ss, 3.5 x 14 mm, an ar-8835-16 low profile screw, ss, 3.5 x 16 mm, cortical, an ar-8840-14 low profile screw, ss, 4.0 x 14 mm, cancellous, an ar-8840-12 low profile screw, ss, 4.0 x 12 mm, cancellous, (qty. 2) of an ar-8925ss syndesmosis tightrope xp, stainless steel, and an (qty 2) of an ar-1322bnf suture anchor, mini bio-suturetak 2.4 x 8.5 mm with 2-0 fiberwire with two taper point needles were implanted. The patient has reported an allergic reaction affecting the entire leg internally and externally, causing significant swelling and intense pain. Additional information was received via email on 4/15/2025: the patient is unable to confirm whether the reaction is allergy-related until the metal is removed, which is scheduled within the next two weeks. The patient has a documented history of surgical stainless-steel allergy and a confirmed nickel allergy. No further information has been reported.